Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected a33 alarm anomalies noted. No motor error alarm noted. Motor passed motor test.(B)(4).

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected a33 alarm anomalies noted. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm and also experienced the high blood glucose alarm. Customer's blood glucose level was 29 mmol/l. Customer treated with insulin pen for high blood glucose. Customer reported that the drive support cap appears normal. Customer decline troubleshooting for high blood glucose. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The insulin pump will be returned for analysis.